Event description:
Consumer reported complaint for high and erratic blood glucose test results and for error messages (e-0 and e-1). The customer is concerned with test results from result obtained that morning of 189 mg/dl fasting. The customer¿s expected am fasting blood glucose test result range is 96-115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The customer's test strips are expired: test strip lot manufacturer¿s expiration date is 12/31/2023 and open vial date was not disclosed. The customer did have another vial of test strips that had been stored and handled correctly: lot number zb5528s, test strip lot manufacturer¿s expiration date is 07/25/2025 and open vial date is (B)(6) 2024. During the call, a back-to-back blood test was performed by the customer am fasting and produced test results of 138 mg/dl and 108 mg/dl using true metrix meter. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4) . Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she was currently not at home and would contact manufacturer when she has the replacement product. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 31-may-2024: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: test strips were not returned for evaluation. Meter was returned for evaluation. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-012: use/storage-use of exp prod.